Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom will not recognize a closed door as a door not fully latched message. Eval determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump will not detect a closed door. It was also reported that there was no pt involvement.